Event description:
It was reported the patient had tingling in his arms. It was noted the event may have been due to interference with a remote control or a computer. The stimulation was on and working well. Refer to manufacturer report # 3004209178-2012-09008.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7438, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v415236, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v441615, implanted: (B)(6) 2010, product type lead. (B)(4).